Event description:
Procedure type: prostatectomy. According to the reporter: during a prostatectomy, the balloon broke, a piece fell into the cavity and it was retrieved immediately. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. Pt status: ok. No further pt info available.